Event description:
(B)(4) report received reporting breakage/leakage incident involving one (1) ch2000 spiros. The report states "while withdrawing doxorubicin from drug vial, the closed male connector broke, causing the chemotherapy to leak from the syringe. The closed male connector broke at the seam closest to the syringe." This was detected during set-up/preparations. There were no reported adverse operator consequences. The involved device is not available for evaluation. Record review: reported lot#1814388 (mfg. Date (B)(4) 2009). A review of the mfg. Lot database for this lot# shows (B)(4) units were mfg., tested, inspected and released. The exact cause(s) of the reported product experience are unknown at this time.